Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient was implanted a durom us acetabular component on the right side on (B)(6), 2007. The patient was revised on (B)(6), 2012 due to pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).